Event description:
The expiration date on the test strip box does not match the date designated in the MFR's electronic inventory system. No treatment. A request was made for return product and replacement product was sent.